Manufacturer narrative:
Based on the batch documentation, lenstec can confirm that all procedures m the manufacturing and packaging of the device was conducted correctly. The results of the investigation indicated that the lens haptic appeared to have been caught and pulled which resulted in the damage seen. However, lenstec cannot comment on whether this damage was as a result of the cart45s cartridge as it was not returned for inspection. However, this cartridge and the lens are compatible and as such, lenstec advises the user to consult the instructions for use for the correct method for loading and ejecting the lens to ensure successful implantation. The missing optic area appeared to have been cut from the lens and the scratches seen were likely due to handling.

Event description:
Lenstec received an email stating that "haptic became stuck in the cartridge during insertion. Enlarged incision-no patient injury'.

Manufacturer narrative:
Lenstec can confirm that all procedures in the manufacturing and packaging of the lens was conducted correctly. When the device can be fully investigated a supplemental report will be submitted.

Event description:
Lenstec received an email stating that "haptic became stuck in the cartridge during insertion. Enlarged incision-no patient injury'.